Manufacturer narrative:
Patient's gender and weight were requested, but not provided. (B)(4). Approximate age of device - 1 year and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced right heart failure suspected to be associated with lvad support. The patient was started on dobutamine for right ventricular (rv) support with improvement. No additional information was provided.